Manufacturer narrative:
H.6. Investigation: one photo was provided for evaluation. The photo shows a needle assembly with the plastic shield; the needle tip goes through the plastic shield wall. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the silicone to fix it after that a plastic hub is assembled. In this case, the needle either was bent or not properly placed inducing that the needle went through the plastic shield and not detected in the next processes. Based on the investigation and analysis of the photo provided, the symptom reported by the customer is confirmed. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that needle 18x1-1/2 blunt fill had the tip go through the safety shield. The following information was provided by the initial reporter: "it was reported that the needle was through the shield, causing a needle stick injury. Customer response: what is the date of the issue occurred? (B)(6) 2020 what is the lot number? We do not have this information was there medical intervention for the needle stick injury? Since it was a blunt tip needle, only a bandage is the physical sample available for investigation? No it was discarded before I was informed issue: I am reporting a needle injury, the blunt needle went through the cap¿"

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 18x1-1/2 blunt fill had the tip go through the safety shield. The following information was provided by the initial reporter: "it was reported that the needle was through the shield, causing a needle stick injury. Customer response: what is the date of the issue occurred? (B)(6) 2020. What is the lot number? We do not have this information. Was there medical intervention for the needle stick injury? Since it was a blunt tip needle, only a bandage. Is the physical sample available for investigation? No it was discarded before I was informed. Issue: I am reporting a needle injury, the blunt needle went through the cap."